Event description:
It was reported that when using the bd pyxis¿ es server, the device was operating in critical override and was not communicating with the network. The customer stated that this communication failure directly impacted patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and had network issue. A technical support specialist (tss) dialed into the station, noting that no critical override pop up was present. The tss then accessed the server and found that the critical override reason was related to a synchronization delayed condition. A review of the remote support service (rss) history showed previous activity from a deployment team member with the note "dbn" and a server engineer noting checking services. The tss contacted for additional details and after receiving confirmation from personnel that the issue was caused by a network firewall and had since been resolved, the tss verified with the customer and validated the fix on the customer end and approved closure of the case. The system functioned as intended after the technical support specialist investigated the device.